Event description:
Loss of suction light on machine turned red and stopped delivering suction.

Manufacturer narrative:
The complaint investigation was deemed confirmed upon evaluation of the returned device. The complaint states ¿light on machine turned red and stopped delivering suction¿. A performance and safety check was conducted at oxygen care and the unit didn¿t meet the set criteria. An assessment was conducted at a smith & nephew service center and the device was found with the mainboard and dc inlet port defectives. A device history record review for renasys go pump lot # kgua120948 was performed and found no discrepancy during the assembly of those devices. All renasys go pump go through a series of performance tests and visual checks prior to release to market. The root cause for the issue reported is due to damage at the mainboard probably as a result of corrosion and/or contact with exudate. A light on the device turned red which indicated that an alert was triggered to discontinue use as a precaution. The parts were replaced and all functional testing were conducted with pass results. No additional corrective action will be taken at this time. A replacement was provided to the customer to continue with the therapy and it was working as intended. The complaint database was reviewed for the serial number kgua120948 and no prior issues have been reported for this unit. There is no indication within the report of any harm and/or injury to the patient. We will continue monitoring for this type of issues through the complaint system.

Event description:
Loss of suction light on machine turned red and stopped delivering suction.

Manufacturer narrative:
Patient impact/involvement uncertain at this time; follow-up communications are under way to obtain any additional information available. Smith & nephew is actively investigating the information provided; results of investigation will be provided in a supplement report.